Event description:
It was reported, the plate was implanted in 2007, on the right radius. The plate broke. The pt was revised in 2008.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.